Manufacturer narrative:
Reference manufacturers report #1218950-2019-08671 previously submitted with incorrect registration number.

Event description:
The customer reported a delay on the boom image. The device was not in clinical use at the time the reported issue was discovered.